Event description:
It was reported a spectrum pump had a "door latch problem". Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported "door latch problem" was confirmed and reproduced during eval as "door not fully latched" alarms. The alarm was caused by a loose upper link screw. The links screws were replaced.